Event description:
It was reported that the patient presented to the ep lab. It was discovered that the lead was not fully inserted into the pulse generators header and exhibited loss of atrial output and sensing. The device was explanted and replaced. The patient was in stable condition during and post procedure.

Manufacturer narrative:
.